Event description:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. The device sound abatement foam that needs to be replaced to address the issue. Additionally, the service technician also noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.